Event description:
While wearing the external equipment at the initial stimulation, the patient reportedly experienced no sound perception. The patient was seen at the center for device evaluation. External equipment was exchanged and programming adjustments were made. However, the reported problem was not resolved. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.